Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and replaced one plunger clamp, tip clamp, compression spring, and lld contact spring in the problem area of the pipetter.the instrument was tested without further problem and returned to svc.